Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on anterior due to surgical damage consist in the use of some surgical tool. Reason for reoperation: capsular contracture baker grade IV and "spontaneous partial deflation." The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side capsular contracture baker grade IV and "spontaneous partial deflation." Device has been explanted.